Event description:
77 yr old male pt undergoing transurethral prostate resection, rec'd small (2cm) rf burn in scrotal area from cut an insulation of disposable active cord. Antiseptic ointment applied and no further complications were noted.